Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated he was out on boat but took the insulin pump off and put it in dry storage. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and tube lip and window, cracked belt clip slot, cracked battery tube threads, and minor scratches to the display window.